Event description:
It was reported that patient presented in clinic for follow-up. Interrogation of the patient's device showed poor sensing and inadequate capture for the patient's right ventricular (rv) lead. A chest x-ray was done to determine that the rv lead had been dislodged. The rv lead was attempted to be repositioned on (B)(6) 2024 but was unsuccessful due to patient anatomy. The lead remained implanted. Patient had no consequences.